Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead was capped on (B)(6) 2016 and replaced due to oversensing. No further information could be obtained.